Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from the user and it found that has used the water filter for a long time in the subject device. While the recommended replacement period was one month, the user had not replaced it for about one year and eight months. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to any of olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed form the user that it was found the user facility had not replaced the water filter of the subject device since october 2019. The user also reported that they have conducted the diagnostic procedure one or two cases a day. There was no report of patient injury associated with this event.